Manufacturer narrative:
(B)(4). Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests; it failed sleep current measurement, active current measurement tests. No unexpected low reservoir anomalies were noted during testing. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. After swapping the boards and cases, the high current measurements seem to be isolated to pcba1.

Event description:
Information received by medtronic indicated that the battery life of insulin pump was short and battery did not last more than one week. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.